Manufacturer narrative:
(B)(4). Evaluation summary: the explanted device was returned to edwards for analysis. As received, heavy host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 2 at the inflow aspect and on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and heavy at the outflow aspect. Host tissue fused leaflets 1 and 3 near commissure 1, leaflets 1 and 2 near commissure 2, and leaflets 2 and 3 near commissure 3 at the outflow aspect. X-ray demonstrated heavy calcification on all three (3) leaflets and an intact wireform. Subvalvular apparatus was observed on the commissures and on the sewing ring near leaflet 2 at the outflow aspect. Additional manufacturer narrative the clinical report of stenosis and hardened leaflet was confirmed as calcification and host tissue restricted leaflet mobility and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Although patient factors are believed to play a crucial role, abnormal or severe pannus growth can eventually affect the function of the valve. Calcification is a well-recognized failure mode of bioprosthetic valves and many factors can contribute to its onset and propagation. These can include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on bioprosthetic heart valves for calcification and pannus, the causes are these mechanisms are still not fully understood and the root cause for the host tissue growth and calcification cannot be determined at this time. The device history record (DHR) review was not able to be completed as information regarding this device (i.e. Serial #) remains unknown at this time. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was returned to edwards for evaluation. The device evaluation is anticipated, but has not yet begun. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this 25 mm mitral pericardial valve, implanted approximately fourteen (14) years and three (3) months, was explanted due to mitral stenosis secondary to hardened leaflet. The device was explanted and replaced with a new 25 mm mitral pericardial valve with no adverse patient effects reported as a result of the valve replacement. The valve was returned for evaluation. The patient also had a 32 mm annuloplasty ring implanted in the tricuspid position. Patient status was reported as ¿recovering¿ at a general ward of the hospital. The device was returned for evaluation.

Manufacturer narrative:
Added expiration date and serial number. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Corrected data; model number, and PMA#.